Event description:
It was reported that the patient passed away due to right heart failure and renal failure. The patient did not experience renal failure prior to left ventricular assist device (lvad) implant. Right heart failure was attributed to progression of the disease in the setting of non-compliance. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events and patient outcome could not conclusively be determined through this evaluation. The hm3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, renal dysfunction, and death as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2018. No further information was provided. The manufacturer is closing the file on this event.